Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Customer was provided with information on how to reset the pump, and they successfully reset it with no recurrence of the malfunction code. Customer was advised by technical support to continue using the pump and to call back if the issue happens again, which the customer understood.